Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump went black during normal use. Customer cannot recall blood glucose reading. Customer stated the insulin pump neither exposed to extreme temperature or direct sunlight. Customer reported that the display did not return to normal after troubleshooting. Insulin pump will be returning for analysis.